Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the pd catheter which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the disconnection was not reported. The same day as event onset, the patient was hospitalized for the peritonitis and began treatment with cefazolin (1 gram for 19 days, route and frequency not reported) for the event. On an unknown date, the patient was recovered from the event. The patient was discharged 33 days after hospital admission. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.